Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high" (specific value was not provided); with ketones that a healthcare provider identified as life threatening. Customer went to the emergency room and was admitted to the intensive care unit (ICU). Customer was treated with intravenous of saline and insulin to address bg level and was released from the ICU a day and half later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer understood and acknowledged.